Event description:
Information was received that device is alarming, and not powering on. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. The pump was ran in user mode. The reported "wont power up" problem was duplicated. When an attempt to power up the pump was made, it alarmed and displayed 45639. This is a motor sense issue and the printed wiring board needs replacement.

Event description:
Additional information provided indicating that there was no patient involved.